Event description:
It was reported to philips the device battery presented an error code "fail 150" when placed in a cadex c7400 battery management device for charging. The same error code occurred when the battery was placed in two other separate c7400 devices. There was no patient involvement. The device was evaluated by the customer with assistance from a philips call center representative and it was determined that the battery needed to be replaced to return the device to working condition. One battery was received for failure analysis. The reported problem according to which there was a ¿battery error code when charging¿ could not be verified in lab. The battery was received partially charged, appeared to be charging (in both mrx heartstart unit and cadex c7200 battery analyzer). However, the battery failed to calibrate. The ¿chg¿ flag turned reset/off indicating an issue with the battery no longer charging (calibration), therefore, got stuck on finalizing screen for days and never completed. The battery was found to be faulty. The call center provided the customer with information to order a replacement battery. The faulty battery was scrapped. The heartstart mrx remains with the customer.

Event description:
It was reported to philips the device battery presented an error code "fail 150" when placed in a cadex c7400 battery management device for charging. The same error code occurred when the battery was placed in two other separate c7400 devices. There was no patient involvement.